Event description:
It was reported that a beta bionics ilet user experienced hyperglycemia with a cgm reading and a confirmatory fingerstick above range reaching a peak of 546 mg/dl. The user took a manual injection of long-acting insulin and disconnected from the ilet for 24 hours. Infusion set replacements were arranged.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.